Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and the female connector was observed separated from the light blue main body. Functional testing, including leak clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue portion) ) and the main body (pale blue portion) of a minicap transfer set; further described as ¿the navy blue portion was unwinding from the pale blue portion¿. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.